Event description:
Three days post uncomplicated enterprise vrd assisted coiling of cerebral aneurysm of the left internal carotid artery (ica), the pt was at home and had symptoms of a stroke. CT scan demonstrated an intracerebral hemorrhage of the left frontal lobe, and the pt was taken off plavix and aspirin. It was reported that it did not appear that the enterprise stent was involved with the intracerebral hemorrhage, and it did not appear that the enterprise stent was involved with the intracerebral hemorrhage, and it did not appear that there was a problem with the treated aneurysm. However, due to the fact that the left internal carotid artery was the treated side and the close proximity and timing of the procedure to the event, it could not be excluded as a complication, but an alternative cause is more likely. The physicians hypothesized that it is a hemorrhagic conversion following ischemic stroke. Follow-up info reported that an angiogram done ten days post event demonstrated that the stent was widely patent and the aneurysm remains well coiled. There were no apparent blood vessel abnormalities. Although the etiology of the hemorrhage is not clear, the physician's postulated that it might be hypertensive induced. The pt has some minimal movement of her right hand, but still no movement of her right arm and she is not able to speak. It is hoped that given time with a decrease of mass effect, there will be some improvement. Additional info indicated that the aneurysm remains embolized and the stent was patent. The cerebral hemorrhage did not occurred at the treated site. The pt was taking aspirin, plavix, pravastatin 40 mg, actonel 150mg, platelets, human blood, multivitamin and fish oil one a day.

Manufacturer narrative:
The device remains implanted and will not be returned for analysis. Additional info will be submitted within 30 days of receipt.